Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus) that was implanted within the last year. During a cystoscopy it was shown that there was about 70% coaptation of the urethra. A revision surgery was performed in which the existing 4.5cm cuff was removed and replaced with a 4.0cm cuff. There were no known complications during this procedure. No more information available through physician. Should additional information become available, it will be provided.